Manufacturer narrative:
Results: the lantern was ovalized approximately 147.0 thru 150.5 cm from the hub. The ruby coil was detached inside the ovalized lantern. Therefore, the lantern and ruby coil could not be functionally tested. Conclusions: evaluation of the returned lantern revealed that the distal of the catheter was ovalized. If the peel-able sheath (supplied by penumbra) is not used during insertion of the lantern into a parent device, damage such as ovalization may occur. Further evaluation of the returned lantern revealed that the ruby coil was stuck inside the ovalized distal tip of the lantern. If the ruby coil is advanced through a damage catheter, resistance maybe encountered, subsequently, if the ruby coil is forcefully retracted against resistance, damage such as the ruby coil detaching inside the lantern may occur. The root cause as to how the ruby coil detached from its pusher could not be determined. The ruby coil pusher assembly was not returned to penumbra for evaluation. Penumbra coils and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01972.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician felt resistance while advancing a ruby coil out of the tip of a lantern delivery microcatheter (lantern) and, consequently, the ruby coil unintentionally detached within the lantern. The physician, therefore, removed the lantern with the ruby coil inside. The procedure was completed using a new microcatheter and additional ruby coils. There was no report of an adverse effect to the patient.